Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lpa2 (lipoprotein a) on a cobas pro c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer had been testing all samples in duplicate due to consistent issues. The sample initially resulted in a lipoprotein a value of 47 mg/dl and it repeated as 142 mg/dl. The value of 47 mg/dl was deemed correct.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent or instrument performance issue. The field service engineer performed instrument checks and these passed. Precision studies were performed and recovered within guidelines. The investigation could not identify a product problem. The cause of the event could not be determined.